Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated and remains inside the patient's coronary artery. The physician inserted the guide wire into the patient's coronary artery and crossed the lesion site positioning it distally to the marginal. The physician inserted the pre-dilatation balloon to dilate the vessel. The physician inserted the stent delivery catheter into the patient and positioned the stent on the marginal; however, the physician had difficulty crossing the lesion. The physician was able to successfully place the stent. The physician attempted to remove the stent delivery catheter and the tip of the guide wire separated from the shaft and became lodged inside the patient's vessel. The decision was made to leave the separated guide wire tip in the vessel and no complications were noticed. The patient was then treated with low molecular weight heparin for a month. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.